Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument, and observed a clogged ict reference cup. The fsr replaced the ict reference cup and ict aspiration tubing to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending data associated with the part and the analyzer were reviewed and no trends were identified. The device history was reviewed for the analyzer and no issues were identified. Labelling was reviewed and determined that it provided adequate information. Based on this investigation no systemic issue or deficiency was identified for the architect c16000 processing module.

Event description:
The customer reported a false elevated sodium result on a patient while running on the architect c16000 processing module. The customer provided the following data: on (B)(6) 2020 a patient generated an initial result of 161 mmol/l and repeat results of 138,138 mmol/l. The normal range for sodium is 136 to 145 mmol/l. There was no impact to patient management reported.